Event description:
The user has not been responding to sounds for the past 4 months. The parent also reported that the child had a fall and a possible head bang on the implant side 4 months ago, following which the issue was noticed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. Earlyer in situ measurements before the reported trauma showed two affected channels due to undetermined reasons. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user has not been responding to sounds for the past 4 months. The parent also reported that the child had a fall and a possible head bang on the implant side 4 months ago, following which the issue was noticed.